Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the insulin pump history file also, unable to perform occlusion, excessive, a21 and no delivery test due to constant motor error alarm during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All operating currents are within the specifications. No unexpected low battery or off no power alarm noted. No a35 alarm noted during testing. No unexpected pump restart anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump alarmed motor position encoder error followed by motion sensor test failure. The patient was attempting a set change at the time of the alarms. The patient's blood glucose at the time of incident is unknown. A displacement test was performed and the insulin pump failed. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.